Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead suture sleeve was broken in half and insulation was damaged. All electrical measurements were in range. The lead was implanted. The patient was in stable condition and would be followed normally.